Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a low anterior resection procedure, clip applier inserted into patient. On initial firing no clip was formed. Once removed from patient clip fired to check functioning and jaws locked closed. Another device was used to complete the procedure. There were no adverse consequences for the patient.